Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no image issue could not be determined, however the issue was likely the result of wear and tear customer handling. The event can be detected by following the instructions for use section below: ¿ inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image. Also, evaluation found the scope cover was damaged, the bending cover adhesive was cracked due to wear and tear and the universal cord was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii bronchovideoscope did not display an image. The issue was found prior to a procedure. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event.